Event description:
It was reported that, "while trying to persuade a grade two spondylolithesis back to neutral during the procedure, the internal mechanism bound with the green treaded "t" handle became stuck in the fully down position and would not back out and release from the locking cap. The silver cap spin would click over to the provisional lock positon but the green "t" handle could not be backed out. The surgeon tried every means possible to make it back out but in the end, a locking cap was wasted and a new persuader was needed to complete the surgery".

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.